Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had pulled back due to twiddler's syndrome. As a result, the lead exhibited high impedance and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.